Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient had a revision procedure eleven years post-implantation due to infection, lysis and malalignment of the stem. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Additional: d11, h2, h6 correction: a2, b4, f10, g4, g7, h10 device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: infection, malalignment, (osteo-)lysis event summary: njr informed zimmer biomet about certain patient's experiences with alloclassic sl stems resulted in revision surgeries. The case at hand treats the experience of a 80 years old male patient. The patient was revised around 11 years and 5 months post implantation due to infection. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination regarding infection for the alloclassic, sl stem using rmw: - biological contaminated device is implanted due to cleaning process failure not possible -> the gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, this cause can be excluded. - biological contaminated device is implanted due to sterilization process failure not possible -> the gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, this cause can be excluded. - biological contaminated device is implanted due to contaminated device due to packaging failure not possible -> a systematic issue with the packaging design would have been detected as part of the issue evaluation assessment. - biological contaminated device is implanted due to inadequate transport/handling/storage condition => possible, the handling and storage of the component is outside of zimmer biomet control. Therefore, this cause cannot be excluded. - biological contaminated device is implanted due to explanted implant is used for new implantation surgery not possible -> no information recieved, that a single use device was reused. Therefore, this cause can be excluded. Root cause determination regarding the reported malalignement for the alloclassic, sl stem using rmw: - implant breakage, bone fracture due to wrong planning template used / misinterpretation of the x-ray templates regarding center of rotation/leg length/offset => possible, no x-rays were received. Therefore this cause cannot be excluded. Root cause determination regarding infection for cocr head using rmw: - non-sterile device is implanted due to cleaning process failure not possible -> the gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, this cause can be excluded. - non-sterile device is implanted due to sterilization process failure not possible -> the gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, this cause can be excluded. - non-sterile device is implanted due to contaminated device due to packaging failure not possible -> a systematic issue with the packaging design would have been detected as part of the issue evaluation assessment. Therefore, this cause can be excluded. - non-sterile device is implanted, cross contamination due to explanted cocr head is reused for new implantation surgery not possible -> no information recieved, that a single use device was reused. Therefore, this cause can be excluded. - non-sterile device is implanted due to packaging is damaged due to inadequate handling during transportation, storage => possible, the handling and storage of the component is outside of zimmer biomet control. Therefore, this cause cannot be excluded. - non-sterile device is implanted due to the user is using an inadequate re-sterilization procedure/ implant is falling on the floor during handling in or. => possible, the component is outside of zimmer biomet control.it is unknown if the device was re-steriliazed; it is unknown if surgical proocedure was went well (e.g. Implant falling down) since no surgical repor was received for review. Therefore, this cause cannot be excluded. Conclusion summary it was reported by njr that a patient underwent a revision surgery 11 years and 5 months post implantation due to infection, lysis and malalignement. No x-rays were received for review, thereofe the correction positioning of the implants during the implantation cannot be evaluated. A cause for the repored malalignement cannot be identify. The gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. It is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the appropriate ifus for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Nevertheless, possible causes of infection include wrong handling of device due to wrong information, wrong resterilization procedures for sterile delivered parts or packaging failure during transportation. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).